Event description:
The customer reported the host would intermittently restart itself. A philips field service engineer (fse) confirmed there was no harm to a patient, operator, or bystander. The fse found the uninterruptable power supply (ups) had a dc bus low error and a small amount of liquid was exposed on the outside of the cabinet. The fse ordered a new ups and the old ups was sent to the customer's device management department for disposal.

Manufacturer narrative:
(B)(4).